Manufacturer narrative:
(B)(4).

Event description:
It was reported that the camera head was no taking pictures. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D9: updated. Device received. H3,h6: the reported device, intended for use in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device did not identify any issues. Functional evaluation revealed that the middle button functions intermittently. The complaint has been confirmed and the root cause has been associated with a mechanical component failure. Factors that could have contributed to the reported event include a faulty button switch. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.